Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material which was bigger than the inner diameter of the air/water nozzle entering into the air/water channel, which resulted in clogging. The cause of foreign material entering into the channel was unable to be specified since detailed information of handling was unavailable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the up/down knob did not move smoothly, the nozzle had foreign objects, the bending angle in the up direction was out of standard, the up/down knob had play, the adhesive on the bending section rubber was chipped, the adhesive on the bending section rubber was cracked, the water removal was reduced due to the clogged nozzle, the adhesive around the objective lens was cloudy white, the adhesive around the light guide lens was dirty, the distal end cover was dented, and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a stiff angulation knob. Inspection and testing of the returned device found foreign material clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.